Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker and right atrial (ra) lead exhibited an increase in impedance measurements from 350 ohms to 2008 ohms. It then increased again to greater than 3000 ohms. The impedance measurements started to come down again six months ago, but then increased back to greater than 3000 ohms two months ago. Boston scientific technical services (ts) was consulted and discussed it could indicate a lead issue or an under insertion issue. A revision procedure was performed where the ra lead was tested on a pacing system analyzer (psa) and noted normal function. The cause remained unknown and the ra lead was surgically abandoned and replaced. The pacemaker remained in service and no additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker and right atrial (ra) lead exhibited an increase in impedance measurements from 350 ohms to 2008 ohms. It then increased again to greater than 3000 ohms. The impedance measurements started to come down again six months ago, but then increased back to greater than 3000 ohms two months ago. Boston scientific technical services (ts) was consulted and discussed it could indicate a lead issue or an under insertion issue. A revision procedure was performed where the ra lead was tested on a pacing system analyzer (psa) and noted normal function. The cause remained unknown and the ra lead was surgically abandoned and replaced. The pacemaker remained in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.